Event description:
It was reported that the customer experienced multiple occlusion alarms on their insulin pump, which caused significant frustration and concern about the pump's reliability. The blood glucose level did not exceed 500 mg/dl, indicating no extreme adverse impact. The customer was advised by technical support to perform several troubleshooting steps, such as disconnecting tubing and delivering boluses, and was informed of a possible impact on insulin on board. Despite initial solutions, the problem persisted. The customer agreed to switch supplies at home and continue using the current pump until a recommended replacement arrives, with a service repair and replacement (srr) process being initiated for customer satisfaction.